Event description:
Patient is status post (s/p) mastopexy about 18 months ago, who developed left breast seroma. Patient underwent left breast implant exchange. Implant sent to pathology. Left breast implant received in formalin 14.0 x 14.0 x 2.5cm round translucent implant with the following inscription: style - srm lot - 3521436 allergan 405cc.